Event description:
The event is reported as: the customer alleges that the pt side of the connection port was found broken while in use. The broken piece was found on the floor in the operating room. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.